Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the fourth of five reports. Refer to 8030647-2020-00038 for the first report . Refer to 8030647-2020-00039 for the second report. Refer to 8030647-2020-00040 for the third report. Refer to 8030647-2020-00042 for the fifth report. It was reported that the "et [endotracheal] tube [ett] clogged with tenacious secretions." No specific information was provided for this patient. Additional information was received (B)(6) 2020. The user facility stated "you can hear the secretions 'rattling' even though you have just or in the process of suctioning. In some instances they don't get anything out but can hear it. Sometimes they will remove the patient from the vent and straight cath them to get the secretions. In some instances when we are not getting the secretions the xray is not improving and o2 [oxygen] requirements not improving they will bronch [bronchoscopy] the patients and will get tons of secretions with plugs."